Event description:
Black speck found on inside of size 7 gloves. Gloves and paper sequestered by pedsp/pedpic desk. Found by [redacted name]. Manufacturer response for size 7 gloves, size 7 gloves (per site reporter), sample collected and [redacted name] emailed.